Event description:
Additional information received reported that "everything was fine" following the reported event (motor stall following MRI), and there were "no problems with pump". Reporter stated that the pump restarted as it was supposed to, and there was no delay in treatment or medications.

Event description:
It was reported the patient's pump had a motor stall. The motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. The patient had just left the MRI scanner. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).